Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2020-04379. It was reported that the patient presented with an infection. The device was explanted, and the lead was capped. Further information was requested but not received.

Manufacturer narrative:
Device was received in bvvi mode from exposure to electrocautery during the explant procedure. Device image analysis indicated average daily battery voltage and current were normal prior to backup operation. The device had reached true eri, post explant due to normal usage and laboratory testing. Longevity assessment was performed, and it has met the projected longevity.